Event description:
It was reported that during a right hand assisted nephroureterectomy procedure, the product started to separate between the jaws of the device. They pulled a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.